Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 6 weeks, a lead dislodgement with myocardial perforation was reported. The lead was successfully repositioned.